Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - stopper defective/damaged as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 stopper was defective/damaged. The following information was provided by the initial reporter: during IV compounding technicians/pharmacists at nyp/cornell noticed there were 2-3 bd 10 ml syringe plungers that were malformed. Nyp/cornell also reported similar defects with the 50ml syringe plunger.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.